Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia while using the ilet with a 23" teflon inset infusion set, including a reported reading of approximately 350 mg/dl with active insulin on board, after which the infusion set was changed and the removed cannula was observed to be bent; glucose values trended down over subsequent follow-ups. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included clinical troubleshooting and education on appropriate bolusing practices and monitoring trends, as well as follow-up calls to assess glucose response after the infusion set change. Investigation of this case revealed that the bent cannula and likely infusion site delivery issue were consistent with an infusion set problem leading to inadequate insulin delivery, with subsequent improvement after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion set cannula issue causing reduced insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.